Event description:
It was reported that an o ring from the device fell inside the patient which was later retrieved by the surgeon. There was a slight delay in the surgery. There were no adverse consequences and no medical intervention alleged with this event.

Manufacturer narrative:
The device is available for evaluation. However, it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.